Event description:
It was reported, that stent damage occurred. The 3.5mm x 38mm target lesion was located in the left anterior descending artery (lad). A 38 x 3.50mm promus premier drug-eluting stent was advanced. However, when the stent crossed the lad, the middle part of the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported. And patient status was stable. It was further reported, that the 90% stenosed, lesion contained moderate calcification and moderate tortuosity with no angulation. And was pre-dilated with a balloon catheter.

Event description:
It was reported that stent damage occurred. The 3.5mm x 38mm target lesion was located in the left anterior descending artery (lad). A 38 x 3.50mm promus premier drug-eluting stent was advanced; however, when the stent crossed the lad, the middle part of the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported and patient status was stable.